Event description:
The user's hearing performance with the device is affected after a head trauma occurred. The user was re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. Additionally, an incomplete insertion during implantation surgery is reported with 1 channel out of cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing perfomance with the device is affected after a head trauma occurred.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. According to the implant registration information one channel was most likely left out of cochlea at implantation surgery. However to determine an exact root cause device investigation would be necessary. A re-implantation surgery is scheduled but no exact date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected after a head trauma occurred.